Event description:
It was reported that the speed was unstable. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca) and left anterior descending artery (lad). A 1.50mm rotapro was selected for use. During the procedure, five cycles with a set speed of 180,000 rpm were performed in the lad. However, when atherectomy was attempted at the same set speed of 180,000 rpm in the rca, fluctuations around 10,000rpm were noted - the speed increased and decreased. The noise seemed to fluctuate between high and low pitches. The device was removde and another of the same device was used to complete the procedure. There were no patient complications reported.